Event description:
An assurant cobalt iliac stent system was implanted in the left external iliac. Three endurant stent grafts were also implanted. It was reported that approximately two days post index procedure the patient developed a fever. General anaesthesia was used. A non-contrast CT showed that there was inflammation around the stent graft. Antibiotic therapy was started. The physician did not assess the relationship between the assurant cobalt device and the adverse event.

Manufacturer narrative:
(B)(4). Evaluation performed (device or procedural images not provided for review). Inherent risk of procedure (fever). Conclusion: inherent risk of procedure (fever). (B)(4).